Event description:
A patient reported that they did not give self insulin because their readings were in the 100s. Hba1c ran at 10 a couple of times. Stated because meter not displaying the couple of numbers, they went untreated causing their hba1c to increase. Their meter allegedly had missing segments. A meter malfunction. The result on their meter was 125 mg/dl did retest. Result unknown indicated result was in the 100s. No comparison. The time difference between patient's meter and no comparison. Treatment was none. No further information has been reported.